Manufacturer narrative:
(B)(4).

Event description:
It was reported the account received the device with the outer white box damaged. After removing the device from the box, it was noticed that there was a hole in the tyvek compromising sterility. The device was not used in a procedure or on a patient.

Manufacturer narrative:
(B)(4). The complaint indicated a hole in the tyvek compromising sterility. No tyvek or other packaging materials were returned for analysis. Only the device with bubble-wrap returned so analysis cannot confirm the tyvek hole. If the package becomes available, please return it to the analysis site for evaluation of the complaint issue. Complaint cannot be verified.